Event description:
It was reported that a fracture was suspected on the right atrial (ra) lead. A procedure to address the ra lead was performed. The ra lead helix was reported to be damaged. The ra lead was explanted and replaced. The rest of the system was replaced electively. The patient was discharged.

Manufacturer narrative:
The reported events of helix damage and fracture were not confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood. X-ray examination of the lead did not find any indication of conductors' fracture and no anomalies were noted at the helix region. Additional findings were observed unrelated to the reported events: visual inspection of the lead found external insulation abrasion that breached the outer insulation and exposed the outer coil at the proximal region. The cause of external insulation abrasion is consistent with friction to the device can.